Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of an unknown value and remained static. Reportedly, the cartridge was filled with 400 units of insulin. The customer's blood glucose was 71 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.